Event description:
Reportedly, a patient admitted with 51 inappropriate shocks due to non-physiological ventricular over-sensing. The ventricular impedance was above 3000 ohms and unstable since last f-up dated on (B)(6) 2025. It should be noted that before this f-up, nothing abnormal was noted for this lead.

Manufacturer narrative:
Tthe device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of the provided patient files confirmed the reported ventricular oversensing with non-physiological artefacts, leading to inappropriate shocks since 22 january 2025. During the last follow-up, a low battery voltage was identified at 2.71 v, which reached its rrt. The battery decrease is coherent with the number of shocks delivered. Regarding the defibrillator: - electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection of the connector did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified. - based on the device analysis, no issue is suspected on the edis defibrillator. Please refer to the attached report.

Event description:
Reportedly, a patient admitted with 51 inappropriate shocks due to non-physiological ventricular over-sensing. The ventricular impedance was above 3000 ohms and unstable since last f-up dated 22 january 2025. It should be noted that before this f-up, nothing abnormal was noted for this lead.